Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, there was a capsule rupture and the surgeon requested for a sulcus implant. When the surgeon tried to implant, it slipped. The surgeon had to remove it during initial procedure and decided to place an anterior chamber implant. Additional information was requested.